Manufacturer narrative:
An investigation was carried out into this complaint. The overall occurrence rate for the incidents where tipping or tilting of the maxi move passive floor lift was reported is currently slightly decreasing. With the number of sold devices and in comparison to the daily use of them, the occurrence rate observed for complaints with the similar failure mode in last 5 years is considered to be low and stable. It was reported that during transfer of resident utilizing maxi move passive floor lift to a wheelchair, when the resident was already placed in the wheelchair, the lift tipped over and rested on caregivers shoulder. In a consequence, the caregiver has sustained shoulder and neck sprain with bruising. X-ray of the injury was performed. Anti-inflammatory and pain killer was prescribed as treatment. Fortunately, no injuries were suffered by the resident. During our investigation dedicated to this complaint, we were trying to establish the exact root cause of the reported event - the maxi move lift tipped over and rested on caregivers shoulder. Please note that our lift devices fulfill the (B)(4) requirements of being stable with the safe working load weight in the most adverse position. As required per (B)(4) a stability test was performed during the design phase for maxi move device that proves that even on a tilting slope, when lifting 1.25x the safe working load, and in the most adverse position, the device does not become unstable. The factors as the stability inherent to the design of the device and the stability inherent to the condition of the device at the time of use will not be considered as contributing factors to the event. Based on previous investigations, the following factors are considered to be the possible causes of lift tipping: applying the chassis brakes while attempting to move the device, using other than maneuvering handle parts of the device to move it, for example the mast, the jib, the spreader bar or the patient, pushing the device directly on the obstructions on the floor, pushing or pulling the device sideways instead of the front direction, malfunctions of the lift or the sling. The involved device was inspected by arjohuntleigh representative after the event. No malfunction of the device was found - the lift was in good condition. The tipping could not have been duplicated. It can be stated that no failure of the device could have caused or contributed to the event. The maxi move operating and product care instructions (04.km.00/2us from august 2006) provided to customers with devices warns and informs the user. For instance: "maxi move shall always be handled by a trained caregiver and in accordance with the instructions outlined in these operating and product care instructions." "Remember to release the brakes, if they have been applied, before attempting to transport the patient." "Transport the maxi move with the chassis legs in parallel (closed) position only." Based on the event description and all information received we can assume that the user error cannot be ruled out. There was no malfunctions found that could have an impact on the lift stability itself. It was not possible to recreate the event. It appears more likely that the use of the device was considered to be a contributing factor - e.g. Not correctly positioning above the wheelchair or pulling the device by the mast, the jib, the spreader bar or the patient. The facts that there was no malfunction of the device found and the event could not have been duplicated lead to the conclusion that the incident was caused the most likely by use error. This could be a result of staff incorrectly trained or not following the device handling procedures as indicated in the operating and maintenance instructions of the device. The received information and our evaluation as described above shows that if all the warnings and recommendations were followed in accordance to labelling, there would be no patient or caregiver at risk. Looking at the incident scenario it has been established that maxi move passive floor lift was being used for patient handling at the time of the event and in that way contributed to the reportable event - device tipping over. No technical malfunction of the device was detected that could have caused or contributed to tipping and from that perspective floor lit device was to its manufacturer specification at the time of the incident. Nevertheless, the device was reported to tip and in this regard, the floor lift did not meet its performance specification. No serious adverse event occurred.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon conclusions of the investigation.

Event description:
It was reported to arjohuntleigh that the maxi move passive floor lift tipped over sideways. A caregiver sustained a slight injury to shoulder.no technical malfunction of the device was found upon its inspection.